Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not prepping the skin with antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported infection, fluid leakage from the incision site, and the wound not being completely closed. No plans for revision/explant at this time. However, the patient was prescribed antibiotics to treat the infection. The patient is still finishing course of antibiotics, the patient seems to be improving and the physician will continue to monitor.